Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the breast. The area was described as red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use a triple antibiotic cream by her physician. Since using the cream, patient reported that the irritation has improved.